Manufacturer narrative:
As of 08/06/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
According to the initial report received by aso on june 25, 2025, the consumer states that the bandages caused her two sores. On the completed cir received by aso on july 29, 2025, the consumer states that she used the bandages to cover a sore on the inside of her right ankle to protect it. After one day, she removed the bandage, and her skin came off with the bandage. Consumer stated that the issue was with the tape area and that the symptoms did not correct after she stopped using the product. Consumer informed that sore is not healing and she has been treated weekly by hca healthone wound care.